Manufacturer narrative:
The apollo catheter was returned for evaluation with the detachable tip still attached. No damage was found with the catheter body. No proximal marker band was found. Based on the above findings the customer report was confirmed; however, the cause could not be determined. All devices are inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device was not returned for analysis; therefore, the event cause could not be determined.

Event description:
Covidien received information that the catheter tip proximal marker could not be found [under fluoroscopy] therefore the device was removed from the patient. No patient complication was reported.